Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was undersensing p-waves. The device was programmed to a sensitivity of 0.18mv and appropriate sensing returned. The device is still in use. No patient complications were reported as a result of this event.